Event description:
It was reported that after partial deployment of the stent, the physician attempted to reposition the device, but it was unable to be initially re-sheathed. The physician was eventually able to remove the stent along the middle catheter. No patient injury occurred.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for evaluation but has not yet been returned; therefore, the alleged product issue cannot be confirmed. If the device is received, the investigation will be performed and a supplemental report will be submitted.

Manufacturer narrative:
The investigation of the returned stent system found the pusher distal tip bent, the pusher broken near the proximal marker band, and the introducer tip damaged. Due to the condition of the returned pusher, an in-house pusher was utilized for testing. The device was able to successfully advance through the returned introducer and through an in-house microcatheter and be retracted back into the microcatheter and introducer during functional testing. The damage to the introducer distal tip is consistent with excessive force used in bringing the introducer flush with the lumen of the microcatheter. The cause and circumstances of the damage to the pusher could not be determined from the investigation but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.